Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged wake button issue was verified, but the touch screen issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was sticking and that the touchscreen was unresponsive. There was no reported adverse impact to the customer's blood glucose level. Replacement pump was sent to customer to resolve the issue.